Manufacturer narrative:
At least a portion of the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted and the leads were taken out of service due to an unknown reason within seven months of implant. Additional information was unsuccessful in determining the reason for explant. Device is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the lead was returned severed at 138 mm form the terminal pin. Only the proximal segment was returned. The returned segment was subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact.